Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor and gastric stimulation. It was reported that the patient started having dry heaves in the middle of the night at 4am. The hcp also stated the patient felt stimulator firing which they did not feel before. They hcp stated they were noticing on the cardiac monitor they can see the device firing and that was when the patient felt the heaving. The hcp stated the reason for the call was to ask about getting the device turned off. Additional information was received from a physician¿s assistant. It was reported that the patient was admitted to the hospital with chronic nausea and vomiting and pain in the stomach area. This was reported to be sudden. No further patient complications were reported as a result of this event.